Manufacturer narrative:
On march 07, 2024, mentor received additional information. The patient was implanted during a primary breast reconstruction surgery. Date of event was added as 11/01/2023. Date of implant was added as (B)(6) 2023. Date of explant was added as (B)(6) 2024. Lot number was added as 9756360. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On march 18, 2024, mentor received the device for evaluation. On march 25, 2024, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a&b) on the anterior view, measuring approximately 0.1 cm each. Microscopic examination was performed on the edges of the ruptures (a&b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, the microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with 450cc mentor cpx 4 breast tissue expanders. Post-operatively, the patient experienced bilateral deflation of her prostheses, which was confirmed by a medical professional. As a result, the patient underwent bilateral removal surgery on an undisclosed date. No date of implantation was provided. This report is for the right implant. Refer to manufacturing report number 1645337-2024-02456 for the contralateral event.